Manufacturer narrative:
The customer was put in contact with a philips customer service representative. This involved the delivery of a defibrillator (loaner device) owned by philips to an mvs office where we are in partnership. There was no failure.

Manufacturer narrative:
Correction: the defibrillator was delivered to philips multi-vendor services (mvs) and evaluated by an fse. The fse evaluated the device and confirmed the operational check passed and no failures were found. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time.

Event description:
Correction: serial number has been updated from (B)(6) to (B)(6). This report is based on information provided by a field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl defibrillator indicating the device was faulty. The device was reported to be in use, however, no direct adverse event to the patient or user was reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device malfunctioned. There was no reported patient involvement.